Event description:
It was reported that the pt was experiencing nausea and vomiting. His blood glucose level reached 480 mg/dl. The pt attempted to lower his blood glucose levels using the insulin infusion device. The blood glucose levels were not reducing so the pt changed the insulin infusion set and the insulin cartridge. The pt had ketoacidosis. He was admitted to the hospital where he stayed for five days. While at the hospital, for the first three days they pt's blood glucose levels were attempted to be reduced only using the infusion device. On the third day the infusion device was disconnected and the pt was put on injection therapy. On the fifth day, the pt was put back on his back-up infusion device and his blood glucose levels began to reduce and got as low as 200 mg/dl. It was reported that the pt had a virus that may have influenced his blood glucose levels. Product was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.